Manufacturer narrative:
Product evaluation: the device was received in service and repair. Pre-repair temperature testing could not be performed. The incoming inspection found that the handpiece was corroded and the motor would not turn.

Event description:
The facility reported that prior to a procedure the handpiece overheated in less than 1 minute; immediately. A backup device was used for the procedure; there was no patient impact.